Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate atp and five shocks due to an atrial arrhythmia within several episodes. No adverse patient effects were reported. This device remains in service.